Event description:
Caller reported a cartridge alarm, which affected the customer's blood glucose level, leaving it at 432 mg/dl. The customer managed the high blood glucose level by administering a correction injection using multiple daily injections (mdi) and did not require third-party assistance for incapacitation related to blood glucose level. Technical support decided to replace the pump after confirming previous cartridge alarms with consecutive cartridges. As part of the resolution process, the customer was provided with a replacement pump, given instructions on placing the old pump into storage mode, and instructed to return the faulty pump to tandem using a ups return box and pre-paid label within ten days.